Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and observed air bubbles during insulin pump therapy. The blood glucose reading was 400 mg/dl. The customer noted fluctuating blood glucose readings ranging between 135 mg/dl to 400 mg/dl. She stated that her doctor advised that something was wrong and changed her basal settings; she noted that this had improved his condition but still observed air bubbles. She requested replacement of the insulin pump, declining troubleshoot for high blood glucose. Nothing further reported.